Event description:
An infusion pump with depleted batteries. Information was not provided regarding whether or not the device was in pt use when the event occured. No pt injury or medical intervention had been reported related to the device.